Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient required reoperation for bleeding and right ventricular (rv) heart failure with rvad placed on (B)(6) 2022 and tracheostomy was performed on 24sep2022. The patient was then weaned off from rvad on (B)(6) 2022 and an esophagogastroduodenoscopy (egd) was performed which revealed a duodenal ulcer bleed and two clips were placed. On (B)(6) 2022, an exploratory laparotomy was performed with total colectomy and end ileostomy. On (B)(6) 2022, another exploratory laparotomy was performed with ileocolic resection of 135 cm necrotic bowel, completion colectomy, open abdomen. On (B)(6) 2022, an abdominal re-exploration, creation of ostomy, small bowel resection, and abdominal wall closure was performed. On (B)(6) 2022, a third exploratory laparotomy with jejunotomy creation was performed. The patient had a right ruetolysis, pseudomonas/seratia bacteremia, clostridium difficile, an acute kidney injury. The patient was put on continuous veno-venous hemodialysis (cvvhd). Due to the complicated post operative course, the patient was put on do not resuscitate comfort care (dnr cc) on (B)(6) 2022 and support was withdrawn at 18:47. The patient passed away at 19:05. The cause of death was determined to be multisystem organ failure. The device reportedly operated as expected related mfrs: 2916596-2022-13991, and 2916596-2022-13993.

Manufacturer narrative:
H6: health effect - clinical code: bacteremia (4846) and multiple organ dysfunction syndrome (3261). Manufacturer's investigation conclusion: a direct relationship between the device and the reported multi system organ failure (including right heart failure and renal failure), chest bleeding, gastrointestinal (gi) bleeding, and patient outcome could not be conclusively determined through this evaluation. Additionally, a cause for the patient¿s reported infection could not be conclusively determined through this evaluation. Finally, evaluation of the patient¿s submitted log files confirmed low flow alarms; however, a direct cause for the events could not be conclusively determined through this evaluation. The controller event log files contained approximately 4 hours of data on 12sep2022. The log file from the original controller recorded numerous driveline power faults, which are captured under MFR# 2916596-2022-13991. The log file from the exchanged controller recorded multiple low flow alarms when the flow dropped below the low flow threshold of 2.5 liters per minute (lpm) for 10 seconds or longer. The log files appeared to capture the pump operating as intended. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. This instructions for use (IFU) lists multiple organ failures (including right heart failure and renal failure), bleeding, infection (including driveline and pump pocket or pseudo pocket infection), and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1 "introduction" explains that ventricular blood may flow either through the lvad or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. The IFU also provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced chest exploration, washout, and evacuation of mediastinal clots with placement of right ventricular assist device (rvad) in regard to bleeding.